Manufacturer narrative:
The device was returned for analysis. The reported ¿suture was not present when the plunger was removed¿ was not confirmed as not all components were returned for analysis. A foot break was also noted. The location of the foot is not known. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
A posterior foot break (not returned) was found during evaluation of the returned device. The location of the detached foot is unknown. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional vessel closure device with reported issue referenced is filed under separate medwatch report number.

Event description:
It was reported that suture placement in the mildly calcified common femoral artery was attempted with a prostyle device using the pre-close technique via a 6f sheath hole prior to an transcatheter aortic valve implantation interventional procedure. Reportedly, the suture was not present when the plunger was removed (cuff miss occurred) with two prostyle devices. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to a 14f, and the procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.